Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement during a routine outpatient visit, which led to a reoperation on the same day. Additionally, the tip of the helix was found to be deformed. As a result, this ra lead was surgically explanted and replaced. No additional adverse patient effects were reported.